Event description:
Info was received in 2004 regarding a pt, who was a victim of a thermal explosion from gasoline which caused 4th degree burns in some areas. Pt sustained 70% total body surface area (tbsa) burns. A total 87 epicel grafts manufactured for this pt were applied in 2003 circumferentially to both arms, both legs ankle to thigh except the posterior thigh area. The pt expired about a month later due to sepsis and multi-system organ failure unrelated to the use of the epicel.